Event description:
It was reported the patient presented to the hospital with abdominal and chest discomfort. A pericardial effusion was identified via computerized tomography (CT) scan. A repeat CT scan two days later noted a moderate pericardial effusion with what appeared to be a cardiac perforation. A median sternotomy was performed with repair of the perforation and evacuation of a mediastinal hematoma.the atrial lead was visualized, perforation identified and the helix was retracted and removed. A new atrial lead wad placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.